Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon fell apart upon removal leaving pieces behind. She is confident she was able to remove remaining pieces and did not seek medical attention.